Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a pump module had a pivot screw backing. This device was observed by bd manufacturer not in patient use during on-site visit. Pump was taken to customer biomedical engineering department for repair. There was no patient involvement.